Event description:
Procedure: lap gastric bypass. According to the reporter: staples of the dlu did not close properly. A new staple line was places next to previous staple line which resulted in approximately 1cm of unanticipated tissue loss.

Manufacturer narrative:
(B)(4).